Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine inspection by getinge engineer, the cs100 intra-aortic balloon pump (iabp) malfunctioned. The machine was found to report an error after being powered on and connected to the balloon: automatic inflation leak. There was no patient involvement reported. The fse stated that the drive manifold (0104-00-0018) was replaced. The unit passed all functional and safety checks to factory specification.